Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting. Review of system log file shows unexpected system state change. Upon inspection, the fse found that the power supply fuse was blown. The philips engineer replaced fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system was not booting up. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the power supply fuse which resolved the issue. The device was returned to use in good working order.